Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. The user¿s blood glucose (bg) level was 300 mg/dl. The user changed the supplies successfully and stated that a bolus would be delivered to address bg level.